Event description:
It was reported that the patient had been vomiting the night post implant, presumably due to medication. While being moved for further testing of the ventricular lead, the patient coded. A large clot and tamponade were discovered. The patient's chest was cracked open, and a small aortic perforation was found. The perforation was repaired and the patient would be monitored.